Event description:
The customer reported the twist clamp was too tight to lock in position. The set had been used for 30 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).as the patients discard supplies after each therapy, the sample was not requested.

Event description:
A caregiver (cg) of a home patient contacted the technical service representative (tsr) requesting assistance to bypass initial drain on the homechoice (hc) machine during initial drain. The cg stated that the home patient (hp) was getting on the hc machine empty, as the hp was drained earlier that day prior to surgery. The cg wanted to bypass to fill 1. The tsr assisted the in bypassing initial drain. On (B) (6) 2010, during a follow up phone call to the nurse regarding the surgery, it was revealed that the hp had pre-existing heart related issues. The hp was hospitalized on (B) (6) 2010 due to heart issue and was discharged on (B) (6) 2010. The nurse stated that the heart related issues and the hospitalization were unrelated to the hc cycler or the peritoneal dialysis (pd) therapy. Upon inquiring about the hp now, the nurse revealed that hp is on back-up hemodialysis. The nurse elaborated that hp had an infection and is on hemodialysis temporarily. The nurse reported that the hp was diagnosed with peritonitis on (B) (6) 2010. The hp presented with abdominal pain and cloudy effluent to the emergency room (ER) on (B) (6) 2010. The hp was diagnosed with peritonitis on (B) (6) 2010. The patient had and an exit site/tunnel infection. The pd effluent was analyzed at the ER on (B) (6) 2010, but the nurse did not have access to the test results. The pd effluent culture revealed (B) (6).). Per nurse, the cause of peritonitis was touch contamination, but the nurse stated that the hp did not remember where she might have touched. The nurse stated that the hp was given antibiotics (unknown) to treat the peritonitis and the hp recovered from the event of peritonitis. The nurse confirmed that the hp is doing fine and continuing therapy. The nurse added that the catheter had been pulled as part of the treatment of this peritonitis event, and would be replaced soon. Per nurse, peritonitis was not related to any of the baxter pd solutions or devices the patient had been using. No allegations were made against any of the hp?s dialysis products. Additional information is not anticipated.